Manufacturer narrative:
This report is sent to the FDA as part of corrective action to an observation made during fei #(B)(4) and concerns our complaint # (B)(4). Retained samples of the same lot were inspected visually, mechanically and for their ph. No deviation could be observed. The retained samples were within specification. The complaint named two different electrode models and lot numbers, fs-50 lot 10802-0176 and f-301 lot 10720-0082, as involved. They are processed and reported under independent numbers (complaint and MDR) as lot number, manufacturing date, expiration date, electrode size, electrode gel and 510 (k) numbers are different. According to the distributor and reporter the hospital had been using these electrode models for six years without reporting any problems. No other cases of skin reactions were reported for either lot. Based on the information provided, no conclusion regarding the cause of the skin reactions can be drawn.

Event description:
On (B)(6) 2011, we have been informed about several incidents during monitoring procedures with skintact ECG electrodes, models f-301 and fs-50, at (B)(6) hospital ((B)(6) institute, performing neurosurgical procedures), (B)(6). Five patients from 4 months to 11 years, weighing from (B)(6), developed skin irritations underneath the electrodes in the chest area. Photos were provided showing skin reddened to varying degrees. The body and the skin type of the patients was described as normal. The general state was also described as normal. No medical history for the patients was provided. The skin was cleaned with a hydrophilic substance and dried, not shaven, not disinfected and no ointment has been used. No information on how the skin irritations were treated were made available.